Event description:
It was reported that the patient had a suspected infection at the ipg site. The patient was placed on antibiotics after the urgent care center deemed the infection to be superficial. The infection has since resolved.